Event description:
The user facility reported that a patient was escalated from a intra-aortic ballon pump to an impella 5.5 via standard axillary surgical approach. Device passage was difficult and then aborted after a kink formed in the catheter preventing device from being advanced further. A new wire and device were inserted and successful. There was no patient harm.

Manufacturer narrative:
The investigation into the reported 'delivery issues" has been completed. Product was returned for investigation. The device was visually inspected and found the catheter was kinked below mh and the guidewire was kinked and damaged. There were no other issues found on the rest of the pump. Per clinical description, the patient had six year old bio-prosthetic atrioventricular (av) which was very challenging to cross. Therefore, the root cause of delivery issue was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was escalated from a intra-aortic ballon pump to an impella 5.5 via standard axillary surgical approach. Device passage was difficult and then aborted after a kink formed in the catheter preventing device from being advanced further. A new wire and device were inserted and successful. No patient harm. Additionally, placement signal lost.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Visual inspection found the catheter was kinked below mh & the gw was kinked & damaged. No other issues were found on the rest of the pump. Per clinical description, the patient had 6 year old bioprosthetic av which was very challenging to cross. Therefore, the root cause of delivery issue was most likely due to the patient condition. The rt logs are not long enough to show any 5s parameters. The cause of the optical signal issue was a damaged optical fiber line which was kinked at the location of the catheter kink next to the kink protector. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.